Event description:
Pt was revised to address a broken femoral component (left side). Poly wear, osteolysis, and loosening of the femoral component were found intraoperatively. Report states that the pt was walking and heard implant snap.

Manufacturer narrative:
This complaint is still under investigation. Depuy will not notify the FDA of the results of this investigation once it has been completed.